Event description:
The customer observed falsely elevated magnesium result generated on the alinity c processing module for one patient. The sample was repeated and the results were lower. The following data was provided: customer¿s reference range: 0.7 ¿ 1.0 mmol/l. Sid (B)(6) initial result = 3.80 mmol/l. Repeat result (same instrument) = 0.97 mmol/l. Repeat result (on a second instrument) = 1.01 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including cleaning of the sample pipettor deck where evidence of a clot was observed. However, a definitive likely cause part could not be determined and the alinity c processing module, serial number (B)(6) was considered the likely cause of the result issue. Sample integrity could not be ruled out as an additional likely cause. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity system, likely cause part, or discrepant results as described in this complaint. The device history record was reviewed and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the alinity c processing module for one patient. The sample was repeated and the results were lower. The following data was provided: customer¿s reference range: 0.7 ¿ 1.0 mmol/l (B)(6) initial result = 3.80 mmol/l repeat result (same instrument) = 0.97 mmol/l repeat result (on a second instrument) = 1.01 mmol/l there was no impact to patient management reported.